Event description:
It was reported by a non-medical professional that the patient underwent a posterior lumbar interbody fusion at l4-5 and tlif at l5-s1 where rhbmp-2 was placed inside peek cages and implanted at each level. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Per medical records: it was reported that on (B)(6) 2007 the patient underwent l4-s1 plf, tlif using rhbmp-2/acs, and spacer. Post-op the patient complained of incisional pain. On (B)(6) 2009 the patient underwent MRI of lumbar spine due to history of lumbar surgery, back pain and left leg pain. Findings: the doctor did not see any compression fracture or abnormal marrow changes suspicious of malignancy. No abnormal aortic aneurysm, enlarged lymph nodes in the visualized retroperitoneum, or hydronephrosis detected. Spinal canal at the thoracolumbar junction appeared to be of adequate size and cones were located at the level t12. L1-2: minimal degenerative changes on the ventral vertebral margins. L2-3: shallow schmorl's node noted in the upper end plate on l3 from remote trauma with minimal disc degeneration. Mild facet arthritis. L3-4: mild facet arthritis. L4-5: disc space was narrowed with evidence of discectomy and bone plug inserted into the disc. Metallic hardware noted along the dorsal aspect for interbody fusion. Laminectomy and de-roofing procedure noted with ballooning of the dorsal surface of the thecal sac. Small left lateral disc herniation was suspected into the lateral recess and neural foramen with compression of the left nerve. L5-s1: post-operative changes of discectomy, laminectomy, and spinal de-roofing procedure along with dorsal interbody fusion noted, encroachment to the left lateral recess and neural foramen suspected probably by prominent osteophytes/disc complex with compression suspected of the left nerve.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnosis: spondylolisthesis, recurrent lumbar disk herniation, left l5-s1. Lumbar spondylosis, l4-5. Patient underwent the following procedures: posterior lumbar interbody fusion, l4-5, left transforaminal approach. Posterior lumbar interbody fusion, l5-s1, left transforaminal approach. Microscopic dissection for epidural exploration and lysis of adhesions. Posterolateral arthrodesis, bilateral l4-5 and l5-s1. Decompressive laminotomy and medial facetectomy/foraminotomy, l3. Decompressive laminotomy and medial facetectomy/foraminotomy inferior l4. Redo decompressive laminectomy and medial facetectomy/foraminotomy, l5-s1. Local bone harvest for arthrodesis. Synthetic intervertebral cage, peek l4-5, l5-s1, left transforaminal approach. Interbody strut device. Bilateral posterior pedicle screw fixation, l4-5, l5-s1. Reduction of spondylolisthesis. Fluoroscopic needle localization. Bmp. As per-op notes: l5-s1 level was distracted to 8mm and l4-5 was distracted to 10mm. Cage filled with bmp sponge was tapped into place. Placement of both the grafts was confirmed. Transverse process of l4 and l5 as well as ala of s1 level was then decorticated bilaterally. Posterolateral arthrodesis was then performed bilaterally from l4 to s1 by placement of native bone graft wrapped in bmp sponges.